Event description:
During routine testing of the device at the service center, the service technician reported the monitor failed the battery test section of the mfg test. The monitor was originally returned for repair of an "f0a0" error when the battery failure was found. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.